Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, found corroded keypad traces.no unexpected numbers scrolling during our testing. The insulin pump has pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated, the numbers on their insulin pump were scrolling and the buttons were unresponsive. The customer reported the keypad issue was temporarily resolved with a battery replacement. Customer's blood glucose was 156 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.